Manufacturer narrative:
Investigation summary: a photo was provided showing the packaging information. A video from the customer showed leakage from the closed filter on the drip chamber. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.

Event description:
An event involved a primary set with 3 micro clave rotating luer reported that the set was leaking when used with a pressure bag. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional reporter details: (B)(6).